Manufacturer narrative:
The returned device was evaluated. During evaluation the unit passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Attempts have been made to obtain the concomitant products, however, they were not returned to masimo to allow for testing as a system. If the products are returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 is inaccurate. The numbers fluctuate from 60 to 90. Customer determined that the unit is inaccurate because they used a pronk simcube simulator (model number unavailable). There was no patient involvement.